Event description:
Ous MDR - it was reported that after 11 days of implantation, the atrial lead was found to be dislodged. Directly before the surgery, it was detected that this ventricular lead also dislodged. There was no sensing and pacing on both leads. The reposition was done. During the follow-up after the surgery the ventricular capture was out of range. Both leads were replaced.

Manufacturer narrative:
Upon receipt, both leads were found dissected. The selox jt was dissected into two parts and both parts were returned. For the selox st only the distal fragment was received. The morphology of the cuttings indicates, that the fragmentation of the leads most likely originated from the explantation procedure. The returned lead fragments were visually and electrically analyzed. The inspection of the insulation confirmed that both leads were, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of these two particular devices were re-investigated. There was no sign of any inconsistency during production and final acceptance tests. In summary, no indication of a material or manufacturing problem was noted during analysis.